Event description:
It was reported that the patient was admitted at 11:07 on (B)(6) 2025. A lumbar puncture was scheduled for 12:10. Intravenous sedation was administered with 3.9 mg of midazolam in a pre-filled saline solution. Prior to injection, the responsible nurse attempted to draw blood from the right upper limb PICC catheter but observed no return. After administering 1 ml of pre-filled saline solution via IV injection, the patient reported pain at the puncture site with significant swelling. The procedure was immediately halted, the nursing supervisor was notified, and PICC use was suspended. The lumbar puncture was completed using a cannula needle for intravenous injection of lixisenatide. At 12:40, the head nurse reassessed catheter function at the bedside. Upon removing the dressing, the PICC connector dislodged directly, revealing a 31cm mark 2cm from the puncture site, indicating a 31cm intravascular breakage. A tourniquet was immediately applied proximally on the right upper limb to occlude venous return, preserving the exposed catheter end. The attending physician and chief resident were notified. With medical staff and parents present, the patient was transported on a flat stretcher with an oxygen bag for vascular doppler ultrasound, chest x-ray, and 3d contrast-enhanced pulmonary angiography. Consultations were requested from the interventional radiology and cardiothoracic surgery departments. The catheter has been removed from the patient's body. Patient harm is unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.